Event description:
It was reported that pump had touchscreen issues where touches were not always registered or selected incorrect items. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any further actions or outcomes.